Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the mildly tortuous proximal right coronary artery. A 6f non bsc guide catheter was used to access the artery. No pre-dilatation was performed. As they were delivering the stent over the wire the physician felt the stent becoming loose. He pulled back and right as he got to the access sheath the stent dislodged from the balloon. He attempted to snare the stent, but was unsuccessful and the stent remains inside the patient's femoral artery. The physician used fluoroscopy in an attempt to locate the dislodged stent in the patient's femoral artery, however, this was unsuccessful. There were no patient issues and the patient is doing fine.